Event description:
It was reported the sling on the unknown patient lift has come apart.

Manufacturer narrative:
Additional information was received by invacare on (B)(4) 2013. The initial reporter further advised the facility was using the invacare sling, originally issued with an unknown invacare lift, with a arjohuntleigh maxi sky 600 celing lift. According to section 1-general guidelines, on page 5 of the owner's operator manual for patient slings, "invacare slings are made specifically for use with the invacare lifts. For the safety of the patient, do not intermix slings and lifts of different manufacturers." Utilizing the invacare sling with the arjohuntleight maxi sky 600 ceiling lift is off-label use of the invacare product.